Manufacturer narrative:
The customer's reported complaint about a patient's adverse event[?]tibial embolization[?]cannot be confirmed due to the nature of the event. Moreover, the catheter device involved was not returned for examination. Without a sample of the catheter for evaluation, it is not possible to determine a definitive root cause. There was no reported malfunction of the auryon catheter or laser system during the event. Before the procedure, the catheter was checked and found to be normal, without kinks and straight. The catheter functioned for the full 10 minutes possible. Many passes were made for the entirety of the 60mj and the 50mj. Cto in the sfa was treated, but the suspected emboli was in the tibial. The doctor did a run after the laser and said that the tibial were now shut down. He ballooned and put a stent in the tibial and ended with one vessel runoff, which is what we started with. No error codes or device malfunctions occurred. Everything was difficult to advance due to a tight bifurcation in the iliac. This is cautioned in the IFU as an anticipated potential procedural complication. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. No correction is required since there was no report of device malfunction during the procedure, and the embolization event is an anticipated procedural complication that is cautioned in the IFU. A review of the distribution records was performed for the reported catheter serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirms that the catheter met all packaging performance specifications, i.e., no ncr has been written. The DHR was reviewed for the reported catheter serial number. The review confirmed that the lot met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. - proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014" (for longer length (xl) catheters, use a preferred 0.014'' guide wire (gw) of an appropriate length; for 1.7mm catheters, 0.018'' gw may be used), and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the guide wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. The serial number of the hardware unit used during this event was not reported by the complainant. A review of the hardware service records cannot be performed. Additionally, the laser system did not contribute to the reported embolism event. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A territory manager reported that an end user experienced an issue when using an atherectomy catheter 1.5mm - hydrophilic coated. A 1.5 laser was used in an occluded anterior tibial artery. After 4 minutes of lasing time on 60mjs, the laser was removed and an angiogram was performed which revealed distal embolization into the dorsalis pedis artery. The embolus was aspirated through a 035 support catheter.